Event description:
It was reported that pump experienced malfunction code 16 that could not be reset, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy and planned to contact healthcare provider but was unable to reach provider, so customer service arranged shipment of replacement pump with updated software, approved overnight delivery, and confirmed that pump was in warranty, while providing instructions for storage mode, pump return within 10 days, and setup of pump settings and cgm on replacement device, and case was closed.